Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10230. The patient received the scs system on (B)(6) 2010 which included one paddle lead and one percutaneous lead. It was reported the patient stopped receiving stimulation. An x-ray confirmed both leads have migrated slightly to the left of midline. Reprogramming resolved the issue. Stimulation was restored and effective coverage was reported.